Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to the lesion however some resistance was encountered. The device was removed but the shaft of the catheter was fractured outside the patient. The break was located more than 15cm from the hub. No segment of the broken shaft was left inside the patient¿s body. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood in between the folds of the balloon and in the wire lumen. The hypotube shaft was completely separated 67cm from the strain relief. The fractured faces were oval as if kinked prior to separation. Inspection of the inner and outer shafts, corewire and the distal tip presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to the lesion however some resistance was encountered. The device was removed but the shaft of the catheter was fractured outside the patient. The break was located more than 15cm from the hub. No segment of the broken shaft was left inside the patient¿s body. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).